Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the torn anterior leaflet could not be determined. The reported worsening mr was likely a result of the reported tissue damage. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, transthoracic echocardiography (tte) was performed and showed that mr had increased to a grade of 4+. Transesophageal echocardiography (tee) was then performed and showed that the anterior leaflet had torn and one of the clip arms was protruding from the leaflet. It was also confirmed that the clip was still attached to both leaflets. On (B)(6) 2020, mitral valve replacement surgery was performed. No additional information was provided.